Manufacturer narrative:
(B)(4). Unit passed displacement test and active current measurement. Unit received with unexpected battery power loss and had high sleep current, problem isolated to pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery issue. The customer¿s blood glucose was 156 mg/dl at the time of incident. The customer stated that they received new battery cap, but it did not resolved problem. The insulin pump will be returned for analysis.